Event description:
On 6/1/2022, it was reported by a sales representative via email that an ar-8973l-38-130 fibulock nail talons appeared to be slightly deployed upon opening package. During insertion, the talons would not fully deploy nor retract, therefore, surgeon removed it completely and used a new fibulock nail to finish the case. This was discovered during a procedure on (B)(6) 2022. Additional information received on 6/1/2022: this was discovered during an ankle fracture procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the talons were partially deployed. As the device was received unpacked, the as-received condition cannot be confirmed. The most likely cause for the reported failure can be attributed to a manufacturing issue. Due to the unpackaged state of the device, the as received condition cannot be verified.